Manufacturer narrative:
(B)(4). It was not reported if the peritonitis was resolved. On an unknown date during hospitalization the patient passed away. The cause of death was not reported, nor was it reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified; however, it was reported the peritonitis was nosocomial peritonitis. The same day as the onset of peritonitis, the patient was hospitalized for the event. Treatment for the peritonitis was unknown. Seven days after the onset, hemodialysis was started. At the time of this report, the pd catheter was not removed, the patient remained hospitalized and the patient was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.